Event description:
Additional information was received that a decrease in the pacing impedance and an increase in the defibrillation impedance were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable.

Event description:
During a clinic follow-up, an increase in the pacing impedance, an increase in the capture threshold, and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. An rv lead fracture was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.